Manufacturer narrative:
Details of complaint: the customer reported that there's no alarm sound on this central nurse's station (cns). Technical support (ts) asked the customer to check the audio cable and they confirmed that the cable was connected to the tower and display. Ts asked if they had a spare, but the customer stated that it or biomed normally deals with this. There was no patient injury reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided:

Event description:
The customer reported that there's no alarm sound on this central nurse's station (cns). There was no patient injury reported.